Event description:
It was reported that balloon slow deflation occurred. The target lesion was located in a coronary artery. A 2.25mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, during deflation, the balloon deflated slowly. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Date of event: used the 1st date of the month for the event date.